Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient mentioned "it hurts if people hit it" since implant (B)(6) 2014. It was clarified it hurts if someone hits the ins area of her body since implant. The patient stated the ins is sticking out from her back since a couple months post implant asked unknown event date. There were no further complications reported.